Manufacturer narrative:
Trackwise # (B)(4). Corrected section: e1-initial reporter corrected, h6- health effect ¿ impact codes corrected to "4632" from "4641". The lot # 3000334313 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal was deployed and placed within the aorta, but the bleeding did not subside. There was blood inside the tube. It doesn't seem to have spread. The seal is out of the tube. When they pulled out the seal, prepared another heartstring, and used it in the same way, the bleeding stopped. Although the amount of bleeding increased slightly, it was not significant enough to affect the patient's hemodynamics. There was a delay of about 2-3 minutes because another hsiii needed preparations. There were no effects on patients.

Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal was deployed and placed within the aorta, but the bleeding did not subside. When they pulled out the seal, prepared another heartstring, and used it in the same way, the bleeding stopped. Although the amount of bleeding increased slightly, it was not significant enough to affect the patient's hemodynamics.